Event description:
It was reported that the main alarms not working. The unit keeps on alarming. It is unknown if there's patient involvement. The technical support evaluated the device and determined to have a defective speaker.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60, indicating that the priority alarm kept alarming and blanking. At this time, it is unknown if there was patient involvement at the time the issue was discovered, however there is no reported patient or user harm. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/18/2022, 12/06/2022 12/13/2022, and 12/20/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.